Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 105 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this issue can occur due to a large variance in measured pressures used in calculations, and informed them that once insulin in the cartridge matches the static number displayed, the fill estimate would resume normal operation. Caller understood and acknowledged this explanation.